Event description:
It was reported that a wireless battery module had water damage. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom. Evidence of fluid intrusion was found on the wireless battery module flex assembly, which was replaced. Upon further investigation, the front case boss and rear case were found to be damaged. The wireless battery module flex assembly, front case, and rear case were replaced, with corresponding parts and labels, were replaced.